Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted baxter to report a colleague infusion pump had a failure code 550 occurred. There was no patient involvement. The event occurred during biomedical testing in the biomedical service department. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is 6.13.90, categorized as remediated. There is no further complaint information available.

Event description:
The facility representative contacted baxter to report a colleague infusion pump with an error code of 550. This condition has the potential to cause an interruption of delivery. There was no patient involvement. The event occurred during biomedical testing in the biomedical service department. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an error code 550 was confirmed during product evaluation. The root cause of this condition was assigned to a damaged speaker harness. The pump head module was replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. A device history review was performed and no abnormality was observed in the manufacturing of this device. Baxter will continue to monitor similar reports to determine if further actions are required.